Manufacturer narrative:
Visual inspection of the returned peak 3.0mm fixation rod cutter noted that the distal tip of the cutting blade has fractured. An optical examination was performed at the macroscopic level of the fractured surface. The fractured surface of the rod cutter exhibits a rough grainy pattern that appears fairly uniform. This pattern is indicative of a static high load brittle failure. No material defects or other abnormalities were observed during the analysis. Review of the device history record found no discrepancies. A 12 month complaint trend analysis on the product code found no emerging trends. The root cause for the cutter tip breaking cannot be positively identified. However, fracture analysis shows that the surface is indicative of a static high load brittle failure. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an oc-t2 posterior fusion was being performed and at the end of the case, the surgeon decided the rods were too prominent above the oc plate. He asked for the peak 3.0mm fixation rod cutter and wanted to trip the 3.5 mm cocr rods in situ. While attempting to cut the rods in situ, a loud pop was heard at the rod was cut and noticed a large piece of the cutter tip had broken off and was missing. The surgeon looked in the wound and found the metal fragment immediately. The broken piece was removed from the wound and no other fragments were noted. The case continued without incident to either the patient or the or team.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.